Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation. Device not returned for evaluation.

Event description:
It was reported by the customer that "patient's powerpicc got partially pulled out and it is no longer in the svc." No other information was provided.

Event description:
It was reported via ms&s "caller states patient's powerpicc got partially pulled out and it is no longer in the svc. She states the patient is going home and the PICC line was left in for IV zosyn. She states it is positioned similar to a midline and is sitting in the "lateral border of the left second rib junction of the axillary and subclavian vein. Caller informs that an x-ray was performed to determine placement. Caller wants to know if they can keep it in this area and administer zosyn. Caller states the patient is going to be discharged home. Caller states she does not have further details of how it became mispositioned." Bd medical services explained "bd cannot recommend using a powerpicc where the tip does not reside in the lower one-third of the svc. Powerpiccs are designed to dwell centrally and as currently positioned, this PICC is a peripheral line. Using this device in this manner would be considered off-label use of the PICC."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.